Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer checked the sample probe cleaning station and the manifold. He changed the sample probe and performed adjustments. The investigation did not identify a specific root cause but determined the issue was resolved by the service actions.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas pro ise analytical unit. The initial result was 0.2 mmol/l and the repeat results were 7.6 mmol/l and 7.6 mmol/l. The questionable result was not reported outside of the laboratory. The repeat results were deemed correct.